Event description:
It was reported that the right ventricular (rv)lead exhibited high out of range pace impedance measurements greater than 3000 ohms. It was noted that noise was seen in (B)(6) 2020, but there is no sign of oversensing or noise at this point. No patient effects were reported. At this time, the lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).